Event description:
Pt's mother reported her daughter had a blood glucose level at 300-400 mg/dl about 10 days ago. Mother stated tried to change the infusion set several times to solve the concern but the issue persisted. Mother the she checked to see if the insulin came out of the infusion set cannula and everything seemed all right. Mother stated she smelled insulin where the piston is on the infusion device. Mother reported the infusion device did not display any alarm or error concerning this issue. Pt is currently using the backup infusion device. Mother stated the infusion device must deliver insulin but the device didn't work. Pt's blood glucose level is normal while using the backup infusion device. No further info is available. The pt did not require assistance from a healthcare professional for second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.